Event description:
It was reported that during a performance verification, while in the admin screen under the system troubleshooting, it would not verify all thresholds. Took half as long to conduct the troubleshooting, failing the hp characterization. The device was not being used with a patient during the event. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
The navio handpiece, intended for use in treatment, had failed characterization on (B)(6) 2015. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. Initial visual/functional inspection found the handpiece failed t1 range test. This is due to an insufficient number of shims to hold the distal bearing in place, likely due to wear. This is an older handpiece. The root cause of this issue was found to be expected wear /tear. A device history record review found the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored.